Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the that gastrointestinal videoscope had blurred vision. The issue occurred during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. The device was returned to olympus for evaluation and event was confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation for the blurry image, it was likely that malfunction occurred due to abnormality of the circuit board. Based on the results of the investigation for the foreign material, the foreign material could not be identified, but likely a result of insufficient reprocessing. A definite root cause could not be identified for both issues. The events can be detected and prevented in accordance with the following sections of the instructions for use: "operation manual_ insertion_ air/water feeding and suction_ air/water feeding warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor the field performance of this device.